Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultra high-definition camera control unit had an e116 error. The issue occurred during hysteroscopy procedure and the procedure was completed using the same device there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that e116 occurred due to faulty fan. As to the cause of the defect, the device might have been affected due to fatigue caused by repeated operations, but it cannot be specified. Olympus will continue to monitor field performance for this device.